Event description:
It was reported that during a ptca procedure in a restenosed vein graft, the balloon ruptured and a perforation occurred. Another balloon was used to successfully seal the perforation. Pt status is listed as "okay".